Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the ellipsys catheter during treatment. Little vessel tortuosity was noted. The distance between the artery and vein was not greater than 1.5mm. IFU was followed. It was reported that there was an inability to open/close the catheter jaws during tissue capture. Closure distance was greater than 1.0mm. There were 3 repositioning attempts made. A fistula was not created. Device would not close and excessive tissue captured. The distal tip of the catheter was exposed and stuck on the perforator vein wall. Sutures were used to stabilize bleeding and scalpel was used to free the distal tip from the vein wall. The device was rotated 180 degrees and the distal tip of the catheter was freed by the blade. Post failed ellipsys procedure acute thrombus in the mid radial artery reported. The procedure was completed by converting to surgical fistula.

Manufacturer narrative:
Product analysis: the device was returned and decontaminated. Upon return of the catheter there was a visible piece of tissue wedged inside the proximal tip of the catheter. The data from the catheter was retrieved and it shows the catheter attempting to close 5 times. The device was able to close in the body at a distance of 1mm although the physician decided to abort the procedure and remove the catheter. Removing the catheter required the use of a blade and sutures were used to create a manual avf. It would have been advised to run a thermal cycle at a distance of 1mm to create the fistula and remove the catheter instead of pulling the device out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.